Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of both output connectors broken. It was noted that the hanger was broken, the keypad window was damaged, both wires on the lcd were pinched (wires exposed), both output connector nuts were discoloured and the atrial and ventricular designator colours of the lower case had chipped off around the nuts. It was also noted that the main printed circuit board (pcb) was out of specification ( electrical) and the batteries received with the device were both at 1.5 volts no load. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken plastic connector and a depressed chamber. The product has been returned for service. There was no patient involvement.